Event description:
The event involved a plum 360 infusion pump and was reported through medwatch report (uf/importer report# (B)(4)). The report stated: medication was hung using IV pump and confirmed infusion. After 30 minutes of infusion and reassessment. Pump was in standby and did not alarm at nurse¿s station. Medication was delayed during a crucial time. There was patient involvement, a delay in therapy; however there was no report of human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.